Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. A technical service consultant reviewed device data, and provided lead integrity testing. The device remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).